Event description:
It was reported that an ilet user experienced elevated blood glucose while noting rapid insulin use from a newly inserted cartridge and sought clarification on expected cartridge duration; the user reported a blood glucose of 267 mg/dl trending downward, and education on individualized insulin needs and potential correction dosing was provided. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and continued monitoring with a planned follow-up to confirm decline in glucose. Investigation included customer interview and troubleshooting with education on use expectations. Investigation of this case revealed no device alarms or malfunctions and suggested that observed insulin consumption and hyperglycemia were consistent with individual insulin needs and correction dosing rather than a device performance issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear but not indicative of a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.